Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #3006708515-2016-00324. Note: the patient received 2 leads. It is unknown which lead has the issue, therefore both leads are being reported. It was reported the patient did not receive effective stimulation therapy from one of the supra-orbital leads. The patient underwent surgery on (B)(6) 2016, where the physician explanted and replaced one of the leads due to high impedance values. The patient reported receiving satisfactory coverage and stimulation post operatively.

Manufacturer narrative:
The returned product(s) was not analyzed for the complaint of lead migration as the allegation cannot be confirmed or refuted via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #3006708515-2016-00324.